Manufacturer narrative:
The complainant was contacted for return of the device. The customer indicated the device was repaired and returned to service for clinical use and will not be returned to zoll for evaluation.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.